Manufacturer narrative:
(B)(6).

Event description:
The customer reported touch screen malfunction. The customer reported that the unit was not in use on patient. The issue was discovered during the daily check. The customer contacted product support and it is not possible to carry out precise remote diagnosis as despite several attempts. It was not possible to make telephone contact with the customer. Call sent for on-site diagnosis. The field service engineer (fse) performed calibration of the touch screen and performed operational tests with positive outcome. The pulmonary ventilator is ready for clinical use.